Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from itx to odg.

Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the evaluation is pending completion, as the investigation is ongoing. As part of our investigation, an olympus endoscopy support specialist (ess) will be dispatched to the user facility to observe the user facility¿s reprocessing practices and to provide reprocessing training as necessary. The subject scope will also be sent to an off-site independent laboratory for microbial testing and ethylene oxide (eto) sterilization. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that the scope cultured positive for pseudomonas using thioglycollate medium 15 ml at 37 degrees celsius for 72 hours. There was no reported patient infection.

Manufacturer narrative:
The scope was returned to olympus for evaluation. The evaluation found red stains at the entry of the suction cylinder and scratches along the walls of each entryway of the channel in both the biopsy port entry and the suction entry areas. There was a small kink in the bending section instrument channel. The scope failed the leak test during evaluation. A review of scope service history found that the scope last came in for service on august 23, 2018 for repair of mechanical damage in several areas of the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide information from an on-site visit by the olympus endoscopy support specialist (ess) and provide results from independent laboratory analysis. The ess visited the site and found the site currently in compliance with reprocessing steps. The scope was also sent to a third party laboratory for microbiological analysis followed by eto sterilization. The analysis found paenibacillus provencensis in a sample from the distal end and elevator mechanism; staphylococcus hominis in a sample from the elevator wire channel; and paenibacillus timonensis in a sample from the air/water channel.